Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging a display issue with their onetouch ping meter. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began on (B)(6) 2015 and stated that the display ¿goes all black¿. The patient manages their diabetes with an insulin pump. The patient reported consuming less food and drink in response to the alleged display issue. The patient reported developing symptoms of ¿dry mouth, vomiting, pain and ketones in urine¿ the following morning. The patient reported going to the emergency room (ER) where they were treated with IV fluids. The patient reported having their blood glucose tested on a laboratory device and reported a reading of ¿1100mg/dl¿. At the time of troubleshooting, the csr determined that there had been misuse of the product. The csr noted that the patient had a backup meter available. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hyperglycemia and received treatment from a health care professional after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patients meter has been returned on (B)(6) 2015 and further evaluated by lifescan product analysis on (B)(6) 2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips involved with this complaint was also returned; however, had no testing performed, as the complaint is related to a meter issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.